Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer received an unspecified higher sensor scan result when compared to reading obtained on an adc meter. Customer reported symptoms described as "shaking, feel ill, freezing and dizzy" and had contact with healthcare provided. A reading of 3.2 mmol/l was received on the hcp meter and customer was diagnosed with hypoglycemia and treated with ¿sandwiches and dextrosol¿ (glucose). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer received an unspecified higher sensor scan result when compared to reading obtained on an adc meter. Customer reported symptoms described as "shaking, feel ill, freezing and dizzy" and had contact with healthcare provided. A reading of 3.2 mmol/l was received on the hcp meter and customer was diagnosed with hypoglycemia and treated with ¿sandwiches and dextrosol¿ (glucose). There was no report of death or permanent injury associated with this event.